Event description:
During an in clinic follow-up, undersensing was observed on the device. No intervention will be performed to resolve the event. The patient was in stable condition and will continue to be monitored.